Event description:
Medtronic received information that this valve was explanted after 9 months due to high gradients. The patient with this bioprosthetic valve became symptomatic after discontinuation of plavix. The patient is nyhc iii with a valve area of 0.8cm2. Echo clips provided suggest thrombus. The valve was subsequently explanted, and replaced without reported patient complication.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the device was received in a small, narrow specimen container. Storage in this narrow container may have altered the shape of the valve, but did not affect the gross analysis observation. The non-coronary and left cusps are stiff, but slightly flexible except where thrombotic appearing host tissue lines the outflow. The right cusp is stiff due to thick thrombotic appearing host tissue that fills the outflow. Thick glistening off white pannus lines the inflow along the margin of attachment, existing sewing ring extending into all inferior coaptive areas and 1 to 2 mm onto all cusps slightly reducing the inflow orifice area. Tan to brown thrombotic appearing host tissue fills and stiffens the right cusp on the outflow except along the free margin. Moderate tan to brown thrombotic appearing host tissue lines and stiffens the non-coronary, and left cusps adjacent to the outflow margins of attachment extending slightly to the belly. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: reduced performance of the device attributed to thrombus formation on the valve. The device was explanted and replaced without reported complication.